Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting and securing the inline connector was not able to be determined. The hm3 modular cable (lot #7822886) was not returned for evaluation and remained in use. Production order (batch 7822886) from (B)(6) 2021 was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 lvas IFU (rev. A) is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 5 "surgical procedures" also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. Furthermore, this section warns that a complete back up system must be available on-site and in close proximity for use in an emergency during implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the black power lead on controller with visible oxidation on the driveline connection. There were low voltage alarms that occurred while on the mobile power unit (mpu) and charged batteries. A controller exchange was performed in clinic to new controller. During that exchange, oxidation was seen at the driveline connection and a decision was made to perform a modular cable exchange. There was another controller and modular cable exchange performed. During the modular cable exchange, arrows on the pump cable and modular cable were inline however difficult to connect. Once connected, it was difficult to get the cap from the pump cable to grip the modular cable to secure the connection. Related manufacturer reference numbers: 2916596-2021-07243; 2916596-2021-07245.